Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5; reference MFR. Report#: 1627487-2018-05170, reference MFR. Report#:3006705815-2018-01229, reference MFR. Report#:3006705815-2018-01230, reference MFR. Report#:1627487-2018-05171. It was reported the patient developed an infection (location unknown). As such, the patient underwent surgical intervention wherein the entire scs system was explanted. Prior to explant, the patient reported the incision site was red and swollen. Cultures were taken and the results were abnormal. No further information is known.